Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
During a remote follow-up, increased high voltage impedance was observed on the right ventricular (rv) lead. A lead fracture is suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.